Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 07/18/2018 stating that this lead had a unipolar pace/sense at 10 mv and voo at 65 ppm. Noise was also seen on electrogram. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).